Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the mid right coronary artery (mrca) with heavy calcification and heavy tortuosity. The 4.00x12mm xience skypoint stent delivery system (sds) was attempted to be advance to the target lesion however; failed to advance due to the anatomy. Therefore, sds was removed from anatomy and difficulty was also noted due to the anatomy. The stent was noted to be flared. There was no adverse patient effect and no clinically significant delay reported in the procedure. The procedure was completed with plain old balloon angioplasty (poba). No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.